Event description:
1994-anterior c6-c7 synthes plate fixation and fusion. Starting 2004, pt reported gradually progressive left upper extremity pain and paresthesias. 9/2004 - x-rays demonstrated c6-c7 synthes plate broken through middle in horizontal manner. About a month later - removal of broken synthes plate. New plating placed.